Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on and off swelling and numbness occurred in the patient's leg. No known accident or incident was related to this event. Additionally, it was reported that the patient had a revision in (B)(6) 2011 to address a "connection" issue at the ins site. Since the revision, the patient reported that he was receiving stimulation in the wrong location. The patient felt tingling/numbness which went away when stimulation was turned off but then he experienced pain in his leg. The pain in the leg became more severe the longer the stimulation was on. Additional information has been requested, but was not available as of the date of this report.